Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a glucometer reading of 406 mg/dl while the ilet displayed 376 mg/dl, followed by a decline to 270 mg/dl and later hypoglycemia to 48 mg/dl; the user noted frequent oscillations and suspected inaccurate cgm readings after a recent sensor change. Symptoms included sweating during the high glucose episode and symptomatic hypoglycemia requiring ingestion of four glucose tablets. Outcomes included no alerts for prolonged hyperglycemia, no use of backup insulin therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included complaint handling with user education and troubleshooting, including review of dosing behavior, guidance on meal announcement during hypoglycemia, and recommendation to replace the cgm through the manufacturer. Investigation of this case revealed a discrepancy between glucometer and cgm readings and a pattern of fluctuating glucose with possible cgm performance concerns. It was concluded that the event involved hyperglycemia followed by hypoglycemia with cause unclear and that the ilet appeared to be delivering insulin as expected based on observed dosing and changing glucose values.